Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a ventilator's internal battery and active exhalation control module were replaced. The blower was returned to the quality assurance laboratory for further investigation. During the evaluation of the device at the manufacturer's quality assurance laboratory, the device failed a step during testing and created a vent inop condition. The root cause of the blower failing was due to bearing damage.